Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they had reservoir leak. The customer¿s blood glucose level was 175 mg/dl at the time of the incident. Customer stated that there were leaked in plastic tip of reservoir. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.